Manufacturer narrative:
Investigation conclusion: a review of the product did not find any unusual trend for the reported complaint category. Without a lot number, no further investigation can be conducted. Investigation summary: in response to your complaint, we performed a search for similar complaints of the reported problem. No adverse trend was observed. Without product lot information, no further testing could be conducted. Although we were unable to duplicate your complaint, the information you provided has been documented and will continue to be monitored. Root cause: insufficient info. Source: phone: (B)(6).

Event description:
Customer states they are physically okay, bleeding stopped almost immediately and was not significant. Tss advised customer utilize new kit to test again. Tss informed customer that excessive blood on the swab may interfere with test and has the potential to produce invalid results. Tss advised customer retest paying careful attention to procedure.